Manufacturer narrative:
(B)(4). This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Directions for use indicate rubber dam use is required. The office did not adequate isolation and did not rinse the patient. Product not returned.

Event description:
This occurred in (B)(6). Dds applied gluma desensitizer powergel without using rubber dam or rinsing off. The patient experienced a burning sensation.